Manufacturer narrative:
Investigation of the reagent kit lots did not identify any product issue. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR a customer alleged a false positive influenza b result generated with the cobas sars-cov-2 & influenza a/b assay on the cobas® liat® system. On (B)(6) 2020, the initial run of the sample generated positive result for influenza b and negative results for sars-cov-2 & influenza a. No re-test was performed. Physician questioned the result and believed that the issue was due to the recent of the flumist vaccine on (B)(6) 2020. The result was released to medical personnel and patient, with no harm or injury was alleged. Investigation of the reagent kit was performed and no product issue was observed, the in-house investigational testing was also performed and discovered that the kit testing passed the qc release acceptance criteria.